Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for analysis. We are unable to determine the root cause of the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report from the (B)(4) stating, "an attempt was made to put a transgastric jejunal tube in using a primary placement introducer kit . During this procedure the serial dilator came apart while inside the patient. The end part of the dilator broke away from the rest of the dilator inside the patient's stomach. The guidewire was in place and was used to remove the broken part of the dilator. The patient was not injured. There were no complications prior to the procedure and the transgastric jejunal tube was not placed. A gastrostomy tube was placed." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).